Manufacturer narrative:
Diagnostic laparoscopy confirmed a uterine perforation and serosal discoloration. Pt was discharged. Post 24 hours, pt reported with abdominal pain. Bowel perforation was detected with laparoscopy. Pt was treated and released.

Event description:
Novasure procedure performed in 2006. User facility reported uterine perforation and thermal injury to adjacent tissue via hysteroscopy.